Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple infusion set occlusions while using the ilet, resulting in incomplete meal boluses and subsequent hyperglycemia, with a highest reported blood glucose of 289 mg/dl. The issue was resolved after changing infusion supplies, and replacement infusion sets were shipped. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow consistent with a deformation problem associated with the connector/coupler of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.